Manufacturer narrative:
The user experienced hyperglycemia with elevated ketones while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Follow-up attempts to obtain additional clinical details regarding hospitalization outcome and treatment were unsuccessful. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 379 mg/dl and elevated ketones resulting in emergency medical evaluation. Emergency medical services were contacted and the user was transported to the hospital. Additional hospitalization and treatment details are unknown.